Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 smallbore 6 inch ext vlv sets had flow issues/blockage during the flush prior to starting the IV. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "bd smart site extension set lot #2105462: complete resistance when attempting to flush prior to starting an IV access on a patient. Obtained a new extension set. Same issue x3 with same lot #. Product did not reach patient each time the lot failed. I reconnected with different lot of same product and was able to be flushed with out resistance prior to start of IV."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-06-16. Investigation summary: three samples (model #20039e) were returned by the customer. It was reported that they had complete resistance when attempting to flush prior to starting an IV. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of all three samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples, and the complaint could not be verified. A device history record review for model 20039e lot number 21015462 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 3 smallbore 6 inch ext vlv sets had flow issues/blockage during the flush prior to starting the IV. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "bd smart site extension set lot #2105462: complete resistance when attempting to flush prior to starting an IV access on a patient. Obtained a new extension set. Same issue x3 with same lot #. Product did not reach patient each time the lot failed. I reconnected with different lot of same product and was able to be flushed with out resistance prior to start of IV."